Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. A trop I es within-run precision test was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. There was no evidence to suggest reagent related issue contributed to the event. Based on historical quality control results, a vitros trop I es reagent performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros trop I es reagent lot 2102 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Additionally, it is unknown if the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, higher than expected vitros trop I es result from a patient sample processed on a vitros 5600 integrated system. Patient sample result of 0.356 ng/ml vs. Expected result of 0.018 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected trop I es result was not reported from the laboratory and there was no allegation patient harm. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).